Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that little area that was where the reservoir goes in the plastic at the time of that section half the plastic just fell off and the rubber stopper part on that one side still in place. The customer's blood glucose level was 180 mg/dl at the time of incident. The customer stated that the reservoir was able to lock in place. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.